Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: e1: the reporter¿s phone number and complete facility address were not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device ran in locked position and had heat. It was further determined that the device had electrical fault for wiring/soldering. It was further determined that the device failed pretest for motor thermistor assessment, safety assessment and handpiece temperature assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported from china that during an unspecified surgical procedure, it was discovered that the motor device had abnormally high temperature. It was not reported if there were any delays to the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.